Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input.